Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
On 2015-08-25, information was received from a consumer and a company representative regarding a (B)(6), female patient who was receiving bupivacaine 1.25mg/ml at 0.5396 mg/day and morphine 60.0mg/ml at 26.3982 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2015, the pump low reservoir alarm was heard. On (B)(6) 2015, the pump ran out and the dual alarm started. On (B)(6) 2015, the patient went to the hospital. The patient felt horrible and the consumer thought the patient may have had the flu. The patient experienced high blood pressure, nausea and vomiting. The patient was given intravenous (IV) medication. The company representative came into the hospital and checked the pump. The patient's pump healthcare provider (hcp) had recently retired and the patient was starting with a new hcp. The patient had an appointment to see her new doctor on (B)(6) 2015, but wasn't able to go since she was in the hospital. It was planned to have the hospital pain management guy come and see the patient every day since she was admitted. However, he wasn't able to see the patient until (B)(6) 2015 and he "didn't have the proper equipment to do this." The patient had b een in the hospital for 6 days and they were looking to discharge her. Additional information has been requested regarding the cause of the event, troubleshooting, and actions/interventions, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.